Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a decanav electrophysiology catheter and the patient experienced pericardial effusion that required pericardiocentesis. The patient's blood pressure dropped, the physician called for an echocardiogram to be performed and the physician noted fluid was present around the patient's heart and pericardial effusion was confirmed. The patient was stable and a pericardiocentesis was performed (400 ml drained). The patient spent one night for observation after pericardiocentesis to see if the effusion stopped / if any more blood was drained. No more blood was present in the morning. It was unknown what caused the injury. There were no signs of the injury during the procedure. They are not sure if the injury was caused by transseptal of pfa (pulse field ablation) guidewire insertion. The event was not noted until after the case. It must have been very slow leaking and only showed since 1-2 hours after the patient woke up. The doctor predicts that it had to do possibly with the decanav in the cs (coronary sinus) during pacing, since it was at the very end of the case and since the blood that was drained was venous. They suspected the perforation was somewhere in the ra (right atrium). Farapulse generator was used. Versacross connect was used for transseptal puncture. Pfa was performed prior to noting the pericardial effusion.